Event description:
On (B) (6) 2010, the patient reported that yesterday air bubbles formed in the luer lock of his insulin infusion set tubing which caused an elevated blood glucose reading of 265 md/dl. His target range is 80-130 mg/dl. He stated he disconnected from his infusion device and primed all the air bubbles out. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.